Event description:
It was reported through the submission of a revision implant sheet that patient's hip was revised. As commented by rep: "revision due to patient fall. Removed accolade bipolar components. Patient was revised to a restoration modular stem construct, metal femoral head, and 54mm bipolar component with four cable and sleeve sets.

Manufacturer narrative:
Event was confirmed through revision implant sheet; reported event: an event regarding revision surgery following a fall involving an accolade stem was reported. The event was confirmed as a revision implant sheet was provided. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the investigation concluded that the revision surgery was the result of a patient fall, however, no device specific failure modes were identified. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the submission of a revision implant sheet that patient's hip was revised. As commented by rep: "revision due to patient fall. Removed accolade bipolar components¿". Patient was revised to a restoration modular stem construct, metal femoral head, and 54mm bipolar component with four cable and sleeve sets.